Event description:
The customer reported that no sound was coming from the avalon fm20 fetal monitor. It is unknown if the device was in use monitoring a patient at the time of the reported event. No death or patient / user injury or harm was reported.

Event description:
The customer reported that no sound was coming from the avalon fm20 fetal monitor. It is unknown if the device was in use monitoring a patient at the time of the reported event. No death or patient / user injury or harm was reported.